Event description:
Caller reported that the t: slim x2 pump battery would not charge and attempted various troubleshooting steps, including using different wall adapters and charging cables, which did not resolve the issue. There was no adverse impact to the customer's blood glucose level reported. Tandem technical support decided to replace the pump and facilitated the process for sending a loaner pump to the customer, who was out of warranty but interested in obtaining a loaner.